Event description:
Device was used during a laparoscopic ureter anastomosis. Reportedly, the balloon ruptured. The surgeon was able to complete the procedure with the device. The hosp has reported no pt injury occurred.